Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: reported that 2 x rf probes (serfas) de-laminated during use. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Per the visual inspection, no damages or missing parts were observed on the returned probe therefore, the alleged claim of parts delaminated during used unable to confirm. The probable root cause/s could be potentially a wrong part was received. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported the insulation on the probe melted.

Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported the insulation on the probe melted.